Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not make exposure. Upon functional testing, the fse measured filament and found small focus and large focus were defective. The fse replaced tube. After replacement of tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system can't x-ray. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.